Event description:
Customer purchased freestyle pump and reported she developed mastitis. The lactation consultant alleged that it was due to the pump.

Manufacturer narrative:
Customer returned pump for evaluation/investigation. Vacuum levels and cycles per minute were tested; all were within specifications. No definitive conclusion can be made as to the cause of the event. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.